Manufacturer narrative:
The base of the pillar has broken and damaged the implant. Ultimately, the practitioner decided to remove the implant. The implant has been placed in 27 position on (B)(6) 2012 and has been explanted on (B)(6) 2019. It is difficult to conclude on the reason for the breakage of the pillar given the lack of information. Subsidiary questions have been asked to the practioner to try to better understand, and we are waiting for his answers.

Event description:
The base of pillar has broken and damaged the implant. Ultimately the practitioner decided to remove the implant.